Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced while running a loaded set. System error 322 was confirmed through review of the event history log. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 322 alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failed lower link switch to be the cause. The failed lower auxiliary assembly was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05201 can be removed from the FDA database.